Event description:
It was reported that during an unknown procedure, the surgeon used two devices and with both of them the clips were deformed. The customer also returned two further sterile devices of the same charge. It was not reported how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.